Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experience fifteen infusion set infusion was leaking at site. The infusion set is long for 2-3 days. The blood glucose level was 200 mg/dl. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 15.